Event description:
Plastic trunnion protector broken in pack. Another stem opened to allow surgeon access to trunnion protector, so stem could be attached to stem introducer. Another identical device was immediately available, and the operation was completed as originally planned with no adverse consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.